Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the sensor had a missing cannula. Customer's blood glucose was unknown at the time of incident. Customer stated that the sensor would not show readings and cannula was missing. No troubleshooting was performed. Customer also reported issue with sensor glucose not available in which troubleshooting was performed and completed. Advised customer that a replacement sensor will be sent and no product is expected to return for analysis.